Event description:
It was reported that during a low anterior resection (lar) da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe had repeated errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded error logs and noted repeated m-02, c-83, 2-88 and 4-89 errors. The site rebooted the erbe, and power cycled the system. The site verified they had the arm number displayed on the erbe screen. The tse had site power off the erbe, disconnect the foot pedal cords and reseat the power cord; however, the reported issue remained. The customer was not able to power cycle the vision tower at the time. The site completed the procedure using the force triad generator. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the force triad generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the erbe generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure was confirmed. The unit was placed on an in-house system and was run in normal mode. The failure was reproduced. The complaint regarding errors on the erbe was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.